Manufacturer narrative:
Product event summary #the device was returned and analyzed. The sudden drop in battery voltage was the result of an out of specification power source. Concomitant: product ID 5076, serial#(B)(4), implanted: 2004-(B)(6), product ID 2187, serial# (B)(4), implanted: 2004-(B)(6). Product ID 5076, serial# (B)(4), implanted: 2004-(B)(6).

Manufacturer narrative:
Product event summary #the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 2187 implantable pacing lead 2004 (B)(6). (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) went to elective replacement indicator (eri). The patient was symptomatic from the parameter changes of the ipg. A replacement was scheduled. During the pre-operative time, the ipg stopped working and the patient started to seize and went asystole; eventually had a ventricular escape rhythm. The device was briefly able to be interrogated before it shut down completely. The ipg was quickly explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.